Event description:
The product was found to be defective when being removed from the patient's carotid artery. The shunt balloon inflated and deflated without difficulty before use. During the procedure, it would not deflate and had to be removed from the artery fully inflated despite multiple attempts to deflate. When evaluating the shunt, it was found to have a hole in the tubing.